Manufacturer narrative:
Duplicate complaint: this follow-up report is being filed to relay this report is a duplicate of (B)(4).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported patient¿s right hip was revised approximately nine years post-implantation due to alleged adverse local tissue reaction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.